Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3387s-40, lot# v641090, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 21-nov-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an ins battery change. Pre-op impedances showed contact 2 at low impedances with now value shown on tablet. They are not using that constat in programming. Unknown in environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included impedances done during the ins case showed problem still at low impedances for contact 2. But also showed contact 2 in bipolar setting to be low as well. Surgeon reinserted and another ones run showed same result. The surgeon did observe extension at end near ins looked like it could have potential issue. They are not sure if lead or extension is the issue. No interventions/actions taken and they will discuss if extension needs replacement. No symptoms were reported. No further complications were reported or anticipated with this event.